Manufacturer narrative:
As reported, about a year post implant of the modified kugel patch, the patient reported pain and discomfort. Ultrasound performed finds no evidence of a hernia recurrence. Based on the information provided, no conclusions can be made as to what may be causing or contributing to the patient¿s reported symptoms. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported and per medical records provided, the patient was diagnosed with a recurrent right inguinal hernia thereby underwent repair with the implant of a modified kugel patch on (B)(6) 2002. On 01-sep-2003, during a visit, the patient reported right groin pain and discomfort. Ultrasound finds no evidence of recurrence.